Event description:
There no details of the malfunction given. This was returned to me in a red bag for reimbursement. Date of event correction: (B)(6) 2019. Actual failure of instrument - blade was exposed during the case. A new instrument was opened to complete the procedure. FDA safety report ID# (B)(4).